Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a deep brain stimulation (dbs) case. It was reported that intra-operatively, the software was unable to merge the exams. The site had a t1 for the patient and were merging with an exam from the imaging system. When the merge happened, they were not accurate. The site aborted use of the imaging system exam and got an exam from computed tomography (CT) to proceed with an hour delay. There was no reported impact to patient outcome. Technical services (ts) analyzed the series and was able to replicate. The merge was close, but not matching exactly. The bone definition and sinus definition were good on the imaging system scan. The magnetic resonance imaging (mr) quality was good. There was scatter at the base of the imaging system exam due to the frame mount. The sinuses in the mr were a bit muddled. The skin at the back of the head was different between scans. The scans were four months apart.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that there were no unused spins in the procedure.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.